Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the feeding the patient was fairly active in bed and the feeding set's tube broke causing an unknown quantity of milk to spill on the floor and bed. There was no patient injury

Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review could not be done because the lot number was not available. One used sample was received for evaluation. Visual and functional evaluation was performed, and it was found that the line was detached from the cassette. The root cause and action plan will be documented through formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
Updated the unique identifier (UDI) number from the inaccurate UDI number to the correct UDI number.